Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb), 1st and 2nd degree av block, and a mobile echodensity occurred. The subject was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time. A loading dose of 75 mg of clopidogrel was given on the day of the index procedure. Vascular access was obtained via a right transfemoral approach. The patient had protruding calcium in the left ventricular outflow tract (lvot) and a lovt at 23.5mm. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. A 27mm lotus edge valve (lot#0025020096) was inserted. During positioning, the 27 mm lotus edge valve had popped up. The 27mm lotus edge valve was resheathed for repositioning. The physician elected not to move the 5f al1 pigtail catheter upward during resheathing as it had been difficult to originally get the pigtail in the non coronary cusp (ncc). During re-sheathing, the 5f al1 pigtail catheter was folded over and became entangled in the 27mm lotus edge valve delivery system. Multiple attempts were made to dislodge the 5f al1pigtail catheter including re-deployment of the 27mm lotus edge valve, push and pull maneuvers, and insertion of guidewires. All maneuvers were unsuccessful. The 5f fl1 pigtail was cut at the hub. The cut end was pulled into the subject's body and removed together with the 27mm lotus edge valve system through the 27mm lotus edge valve system access site. Both devices were removed by simply withdrawing the devices through the lotus introducer sheath with no difficulty or resistance felt when removing the devices. The 27mm lotus edge valve (lot#0025020096) was exchanged for a new 27 mm lotus edge valve (lot# 0025020097) which was inserted and deployed. Successful repositioning of the 27mm lotus edge valve (lot# 0025020097) involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). During the index procedure, the patient developed left bundle branch block (lbbb), 1st and 2nd degree atrioventricular (av) block, type ii. Hospitalization was prolonged and a permanent pacemaker was recommended. On the same day, echocardiogram revealed a torn chordae and mobile echodensity in the proximal descending thoracic aorta/distal aortic arch consistent with intimal disruption. The torn chordae was attributed to poor wire management of the safari2 guide wire. Four (4) days post index procedure, a permanent pacemaker was successfully implanted. Five (5) days post index procedure, the patient was discharged on aspirin. It was further reported that on the same day post index procedure, the subject developed 2nd degree av block, weinkebach type. Four (4) days post index procedure, electrocardiogram was unremarkable except sinus or ectopic atrial rhythm. During the permanent pacemaker implant, subject became hypotensive and developed complete heart block along with asystole. The subject's blood pressure trended down gradually.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), 1st and 2nd degree av block, and a mobile echodensity occurred. The subject was enrolled into (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time. A loading dose of 75 mg of clopidogrel was given on the day of the index procedure. Vascular access was obtained via a right transfemoral approach. The patient had protruding calcium in the left ventricular outflow tract (lvot) and a lovt at 23.5mm. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. A 27mm lotus edge valve (lot#0025020096) was inserted. During positioning, the 27 mm lotus edge valve had popped up. The 27mm lotus edge valve was resheathed for repositioning. The physician elected not to move the 5f al1 pigtail catheter upward during resheathing as it had been difficult to originally get the pigtail in the non coronary cusp (ncc). During re-sheathing, the 5f al1 pigtail catheter was folded over and became entangled in the 27mm lotus edge valve delivery system. Multiple attempts were made to dislodge the 5f al1pigtail catheter including re-deployment of the 27mm lotus edge valve, push and pull maneuvers, and insertion of guidewires. All maneuvers were unsuccessful. The 5f fl1 pigtail was cut at the hub. The cut end was pulled into the subject's body and removed together with the 27mm lotus edge valve system through the 27mm lotus edge valve system access site. Both devices were removed by simply withdrawing the devices through the lotus introducer sheath with no difficulty or resistance felt when removing the devices. The 27mm lotus edge valve (lot#0025020096) was exchanged for a new 27 mm lotus edge valve (lot# 0025020097) which was inserted and deployed. Successful repositioning of the 27mm lotus edge valve (lot# 0025020097) involved complete and partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). During the index procedure, the patient developed left bundle branch block (lbbb), 1st and 2nd degree atrioventricular (av) block, type ii. Hospitalization was prolonged and a permanent pacemaker was recommended. On the same day, echocardiogram revealed a torn chordae and mobile echodensity in the proximal descending thoracic aorta/distal aortic arch consistent with intimal disruption. The torn chordae was attributed to poor wire management of the safari2 guide wire. Four (4) days post index procedure, a permanent pacemaker was successfully implanted. Five (5) days post index procedure, the patient was discharged on aspirin.